Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and motor error from the insulin pump. The customer's blood glucose reading was 434 mg/dl. The customer stated that she received multiple motor errors while giving herself a bolus. The customer stated that she was unable to rewind the pump. The customer stated that the numbers ramp up faster than normal when she holds the act button. The customer stated that she received a no delivery alarm while attempting to rewind the pump. The customer stated that there was a motor error and no delivery in the alarm history. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.